Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was found to be oversensing, and as a result there was inhibition of pacing. The patient was hospitalized.

Manufacturer narrative:
Additional information is expected with regard to this issue. This report will be updated when additional information is received.

Event description:
Field follow-up confirmed the lead has been taken out of service and another boston scientific rv lead successfully implanted. No return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--